Manufacturer narrative:
(B)(4).

Event description:
It was reported that merlin at home transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The oversensing was observed on a stored egm. Programming changes were made and device remains implanted. Patient is doing fine.